Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During the procedure, air came in from the hemostasis valve when flushing. The procedure was completed with a non-abbott device with no adverse consequences to the patient. The hospital discarded the reported introducer.